Manufacturer narrative:
Device not returned.

Event description:
It was reported that while changing the pump supplies, insulin delivery was observed to be "slow". Customer's blood glucose was 324-376 mg/dl. Customer reverted to using another pump for insulin therapy.